Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and the insulin pump was under delivering insulin. Customer also mentioned that insulin pump had a failed battery test. Customer¿s current blood glucose value was 237mg/dl. Customer was treated with syringes. Customer was alleging the pump of under delivery because customer was having a high blood glucose value and when checking the tubing while disconnected, the insulin was not coming out. Customer performed displacement test and it was completed and declined to perform high pressure test. Insulin pump will be returned for analysis.